Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. No reported adverse impact to the customer¿s blood glucose. Customer declined troubleshooting with tandem technical support. Reportedly, the customer continued using the existing cartridge for insulin therapy.